Event description:
It was reported by customer that they noted saline leaking at the rubber stopper, but no blood was noted to be leaking at the stopper. Additional information received (B)(6) 2023 the event did not involve an urgent/life threatening medical situation. Leak was discovered during insertion of the PICC. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. No signs, symptoms, and/or complications the patient experienced. No patient harm, injury, or negative outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.